Event description:
In the accu-chek guide me meter, it said that the softclix lacing device was included (per the manufacturer manual) but my patient received a fastclix lancing was included instead. My patient then had the wrong lancets to go with it. FDA safety report ID# (B)(4).